Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube') and pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no: he01343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, ovarian cyst, pelvic adhesions and bloating. Previously administered products included for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included abdominal pain, chest pain, left lower quadrant pain and hemostasis. Concomitant products included codeine, nsaids since 2007 and paracetamol (acetaminophen) since 2007. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and cyst ("other injury(ies) or complication (s) please describe: cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, depression, anxiety, cyst and pelvic adhesions outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, cyst, depression, fallopian tube perforation, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date: trailing coils in uterus: 2. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 4. She didn¿t underwent confirmation test (discrepancy noted in pfs). She received treatment for "pain, bleeding and vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: device was successfully occluded. Ultrasound pelvis: on (B)(6) 2018: conclusion: small cyst left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: reporter added and event lysis of adhesions added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)'), pelvic pain ('pain/ pelvic pain') and pelvic adhesions ('lysis of adhesions') in an adult female patient who had essure (batch no. He01343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, ovarian cyst, pelvic adhesions, bloating, macrocytic anemia, seizure, transaminitis, hypokalemia, seizures, fibroids, weight gain, hypertriglyceridemia and malabsorption. Previously administered products included for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included abdominal pain, chest pain, left lower quadrant pain and hemostasis. Concomitant products included codeine, cyanocobalamin (b12-vitamin), folic acid, nsaids since 2007, paracetamol (acetaminophen) since 2007, paracetamol (tylenol) and tadalafil (momentum). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and cyst ("other injury(ies) or complication (s) please describe: cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic adhesions, depression, anxiety and cyst outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and vaginal infection had resolved. The reporter considered anxiety, cyst, depression, fallopian tube perforation, heavy menstrual bleeding, pelvic adhesions, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date: trailing coils in uterus: 2. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 4. She didn¿t underwent confirmation test (discrepancy noted in pfs). She received treatment for "pain, bleeding and vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: conclusion: small cyst left ovary. Batch no he01343 production date 2016-06-07 expiration date 2019-06-28. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received: reporter information, medical history, hospitalization and concomitant medication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. He01343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, ovarian cyst, pelvic adhesions and bloating. Previously administered products included for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included abdominal pain, chest pain, left lower quadrant pain and hemostasis. Concomitant products included codeine, nsaids since 2007 and paracetamol (acetaminophen) since 2007. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and cyst ("other injury(ies) or complication (s) please describe: cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, depression, anxiety, cyst and pelvic adhesions outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, cyst, depression, fallopian tube perforation, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date: trailing coils in uterus: 2. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 4. She didn¿t underwent confirmation test (discrepancy noted in pfs). She received treatment for "pain, bleeding and vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: conclusion: small cyst left ovary. Batch no he01343 production date 2016-06-07 expiration date 2019-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. He01343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included abdominal pain, chest pain, left lower quadrant pain and hemostasis. Concomitant products included codeine, nsaids since 2007 and paracetamol (acetaminophen) since 2007. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and cyst ("other injury(ies) or complication (s) please describe: cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and cyst outcome was unknown. The reporter considered anxiety, cyst, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils in uterus: 2. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 4. She didn¿t underwent confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: conclusion: small cyst left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet was received. Event- pelvic pain upgraded to serious incident. Essure removal date were added. Historical drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. He01343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and ovarian cyst. Previously administered products included for an unreported indication: depo-provera from 2007 to 2008. Concurrent conditions included abdominal pain, chest pain, left lower quadrant pain and hemostasis. Concomitant products included codeine, nsaids since 2007 and paracetamol (acetaminophen) since 2007. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and cyst ("other injury(ies) or complication (s) please describe: cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, depression, anxiety and cyst outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, cyst, depression, fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date: trailing coils in uterus: 2. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 4. She didn't underwent confirmation test (discrepancy noted in pfs). She received treatment for "pain, bleeding and vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: conclusion: small cyst left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event "fallopian tube perforation¿ was added. Events¿ pelvic pain, vaginal bleeding, menorrhagia and vaginal infection¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.